Event description:
It was reported that the lead dislodged and was retracted into the svc (superior vena cava) and out of the right atrium. The lead was repositioned successfully and fixed in the right atrium. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.